Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however blood was noted on the helix; the full lead was returned and analyzed.

Event description:
It was reported that during the atrial lead implant procedure, after extending and retracting the lead helix several times, it was noted that the helix was "gummed up", and would not extend and retract. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.